Event description:
It was reported that following a blood product infusion, customer reports blood products are left in the syringe and not infused. Customer reports using a non compatible syringes. Education was provided by manufacturer clinical practice consultant on compatible syringes and troubleshooting. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.